Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample generated a negative sars-cov-2, negative influenza a, positive influenza b result on the cobas liat system. The sample was retested on the cepheid platform and generated a negative sars-cov-2, negative influenza a, & b and positive rsv result. The positive rsv result was reported to the physician. Further investigation has been initiated and is ongoing. Per FDA guidance, one(1) MDR will be filed, one per discrepant result.

Manufacturer narrative:
This is a supplemental follow up to provide the investigation conclusion to 2243471-2021-03544. An investigation on the reagent kit lot did not identify any product problem. The customer used a copan, lot b004032, cn 3c047n collection kit, note that this is off-label. Given data was not provided, the allegation could not be confirmed and a root cause could not be established. (B)(4).